Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, two (2) leaflets exhibited tears at their respective commissures. Minimal to heavy calcification was observed in the cusp area of all three (3) leaflets and in the free margin of one (1) leaflet. X-ray also confirmed the presence of calcification. Minimal to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect, into the orifice, at the stent inflow and stent outflow. Thickened and swollen tissue was observed on all three (3) leaflets at all three (3) commissures. Incidental findings: hematoma was observed on two (2) leaflets on the outflow and inflow aspects. The wireform of a commissure was distorted and exposed on the outflow aspect. These damages are likely due to explant or implant. Method: x-ray. Additional manufacturer narrative: clinical report of stenosis could be confirmed as calcification restricted mobility in the leaflets and lead to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic valve was explanted after eleven (11) years, six (6) months due to severe prosthetic aortic insufficiency (ai) and stenosis. No infection was observed and the surgeon "could not see why it had ai and the valve itself did not look that bad, but we replaced it with another pericardial valve." Hemostasis was obtained and the patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
Additional manufacturer narrative: the device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.